Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranging between 27-42 mg/dl. Suspected cause was due to having a basal rate that was too high. Customer consumed carbohydrates to address bg.